Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that patient with this right ventricular (rv) lead had exhibited infection. The physician planned to remove the ra lead and right ventricular (rv) lead and used device as a temporary pacemaker connected to a lead implanted via the right internal jugular. A new lead was inserted into the right ventricle and attached to the explanted pacemaker on the right side of the patient's neck for a temporary pacing system and the leads were surgically abandoned since the physician was unable to explant the leads. No additional adverse patient effects were reported. Additional information received from the field indicating that the physician could not get the lead out of the heart. Furthermore, this ra lead was successfully explanted few days after the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. Reportedly, the right ventricular (rv) lead was surgically abandoned since the doctor was unable to explant the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of lead removal difficulty. Moreover, known inherent risk was based on the field report of infection. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that patient with this right ventricular (rv) lead had exhibited infection. The physician planned to remove the ra lead and right ventricular (rv) lead and used device as a temporary pacemaker connected to a lead implanted via the right internal jugular. A new lead was inserted into the right ventricle and attached to the explanted pacemaker on the right side of the patient's neck for a temporary pacing system and the leads were surgically abandoned since the physician was unable to explant the leads. No additional adverse patient effects were reported. Additional information received from the field indicating that the physician could not get the lead out of the heart. Furthermore, this ra lead was successfully explanted few days after the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this right ventricular (rv) lead had exhibited infection. The physician planned to remove the ra lead and right ventricular (rv) lead and used device as a temporary pacemaker connected to a lead implanted via the right internal jugular. A new lead was inserted into the right ventricle and attached to the explanted pacemaker on the right side of the patient's neck for a temporary pacing system and the leads were surgically abandoned since the physician was unable to explant the leads. No additional adverse patient effects were reported. Additional information received from the field indicating that the physician could not get the lead out of the heart. Furthermore, this ra lead was successfully explanted few days after the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.